Event description:
It was reported that a pt underwent a posterior lumbar procedure approx one year ago with implantation of titanium screws and a peek interbody device. Since the surgery, the pt has developed a rash and sensitive skin. It is suspected that the pt might have an allergy to the titanium. There might also require a revision surgery to remove the implants due to non-union.

Manufacturer narrative:
(B)(4): device was not returned to the MFR for eval. We are unable to determine the cause of the event. Although it is unk if this product contributed to the reported allergic reaction, we are filing this report for notification purposes.